Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited increased threshold measurements and loss of capture (loc) five days post implant. Subsequently, the patient presented for a lead revision procedure approximately two months later. The lead was observed to have dislodged. A revision procedure was performed. The lead was successfully repositioned. No additional adverse patient effects were reported.